Event description:
It was reported that this pacemaker patient experienced a syncopal episode and presented to the emergency room (ER). Boston scientific technical services (ts) recommended evaluating the thresholds as the right ventricular automatic threshold (rvat) test had occurred thirty times in the last twelve days. Ts discussed that the rvat should occur about once day, however, the trend data did indicate the threshold were within normal limits. The local area field representative was contacted for additional information, however at this time no further information is available. This pacemaker remains in service. No additional adverse patient effects were reported.